Manufacturer narrative:
Approximate age of device: two years, 7 months. Manufacturer's investigation conclusion: the patient remains ongoing on pump support with a non-grounded patient cable and no further events have been reported. Pump stoppage events were confirmed via the patient¿s system controller event history that was submitted. The event history indicated intermittent low speed events, pump stoppages and low flow hazard alarms, which appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. X-rays of the patient's internal and external portions of the driveline reviewed appeared to show some areas of minor shield breakdown; however, these images were inconclusive for any compromises to the integrity of the driveline wires. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system indicated a pump stoppage event while connected to the power module. During the event, the patient reportedly had a feeling of lightheadedness and fluttering of the heart. The patient switched to external battery power which resolved the issue. During the clinic visit, the health care professionals were unsuccessful in attempting to reproduce the alarms by manipulating the external portion of the driveline. A log file submitted to the manufacturer's technical services department for analysis confirmed intermittent pump speed decelerations and pump stoppage events which occurred while the lvad system was connected to the power module. X-ray images of the internal and external portions of the patient's percutaneous lead (driveline) were submitted to the manufacturer for analysis. The patient was discharged home with an ungrounded patient cable for use while on power module support. No additional information was provided.